Event description:
It was reported that during a ptca treatment procedure involving a 100% stenotic lesion in the proximal portion of the lad coronary artery, removal difficulties ere encounted, however, the physician subseqeuntly removed the balloon catheter. No pt injuries or complications were reported.